Event description:
The report we received from the field indicated that after the stent delivery system (sds) was advanced towards to carotid artery, the physician decided that a longer sheath was needed. Upon withdrawal of the sds into the sheath, the stent dislodged onto the wire. A snare was used to remove the stent and another genesis sds was used to successfully complete the procedure. There was no report of pt injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.